Event description:
It was reported that customer was experiencing high blood glucose level. The high blood glucose level of customer was 26 mmol/l. It was unknown that the auto mode feature was active at time of incident. The insulin pump had not delivered insulin and no alarms. Insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and rewind also. Insulin pump had passed self test and displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.